Event description:
Filshie clips added in 1995. I had 2 fitted and a pregnancy occurred 9 months later. I told the doctor to fix it and he added 6 in total. I have been ill everyday since them with pains and illness, infections in the bladder and just being unwell everyday since, intervention in 2005 removed dead fallopian tube on the right side that was grown over my bladder but no clips sighted, still no improvement. Again in 2007 2 filshie clips sighted under the left tube were removed, x-ray in 2012 showed 4 clips in various places, 1 inside remaining right tube was cut out the other 3 told lost. I insisted they find a gyno that could get them out and in 2014 the remaining 3 were found in my lower gut, cut out and removed and my stomach repaired. These clips have been a bloody nightmare and have taken away many healthy years with my family I can not get back, very angry.